Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 535 mg/dl. The customer stated that he had been having problems with no delivery alarms on the insulin pump. Troubleshooting was performed. The insulin pump alarmed no delivery during the prime test. The customer also stated that he has had problems with the cannulas of the infusion sets being bent prior to the hospitalization, but that he had not found any cannulas bent recently. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.